Manufacturer narrative:
Concomitant medical products: 419478 lead, implanted: (B)(6) 2010.

Event description:
It was reported that the patient's device had premature battery depletion. The device was explanted and replaced. Complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.